Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Tests showed that allegation towards the lead was not confirmed as there was no detected anomalies that would have contributed to the dislodgement. Visual observations indicated that the set screw mark was noted on the terminal pin and body fluids was observed on the open tip of the lead. Measurements throughout these tests passed. Microscopic inspections of the showed no sign of damage or defect. Laboratory testing showed that the lead had passed and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged and loss of capture was observed. Additional information obtained from the field which indicated that the dislodgement was confirmed through x - ray after a day of initial implant. The lead was explanted. No additional adverse patient effects were reported.